Manufacturer narrative:
Device evaluation: one device was received. Visual inspection showed that the device had chipped front corners of the top case and a cracked on right plunger case and missing bottom case seal. During the functional test, a "check plunger sensor" message was found at power up. The root cause was found to be that the flippers were stuck when the plunger lever was pushed and released. The plunger assembly was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a check syringe pump error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.